Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and pump shut off. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was within range (value not provided).